Event description:
Pt underwent revision surgery in 1/97. Partial fusion had occurred and some pain was associated with the instrumentation remaining in. "The shaft of the screw was broken deep within the sacrum. No new screws were inserted. Pt claims no pain now."